Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus and manual injection were given to address bg. Customer will continue to use current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.